Event description:
It was reported that the patient was febrile and the device was partially extruded. The implantable cardioverter defibrillator (ICD) was explanted. It was noted that the patient had damage in the left shoulder region prior to the implant of the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.